Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(4). A getinge field service engineer (fse) evaluated the iabp unit and replaced the power management board, fiber optic module, and the coiled cords. According to the fault logs provided, the iabp had a fault # 101 and a fault # 53 error message. However the fse is unsure of the root cause for the display failure. The iabp was released for clinical use.

Event description:
It was reported on (B)(6) 2018 a getinge field service engineer (fse) performed a maintenance inspection on the cardiosave intra-aortic balloon pump (iabp). During this procedure, the representative found an abnormal fiber optical sensor module. The representative also reported that occasionally the iabp screen would not display. No patient was involved and no adverse event was reported.